Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular sys that when opening the virtuosaph disposable package, the packaging tore and the kit fell onto the floor. The product was changed out. The surgery was completed successfully.